Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, upon activation of the generator the alcohol disinfectant was at a concentration level in which combustion occurred. There is a warning in the esu's user manual addressing this type of situation. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during an open cholecystectomy with the electrosurgical unit (esu/generator). At the end of the procedure, an alcoholic disinfectant ((B)(4)) was applied to the patient's skin. Then, prior to closing the surgical site, the esu was used to coagulate subcutaneous bleeding. Upon activation, combustion occurred at the edge of the surgical cover. The flame was extinguished with a wet cloth. Nevertheless, the patient suffered a 2nd degree burn of approximately 30 x 2-3 cm2 to their right upper abdomen. A "conservative therapy" was used to address the burn and hospitalization was not prolonged. No further information regarding the patient's condition was provided. The esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital.